Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the medium-large clip applier instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log review for the medium-large clip applier instrument (part #470327-12 / lot #n10210308 0287) associated with this event has been performed. Per logs, the instrument was used for a procedure on the reported event date of (B)(6) 2022 with 53 uses remaining. No image or video clip for the reported event was submitted to isi for review. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: per the ambiguous description of the complaint, the medium-large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. At this time, it is unknown what caused the medium-large clip applier became stuck (unclamping). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the medium-large clip applier instrument became stuck. The procedure was completed as planned with no reported patient injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to pass all tests. The medium-large clip applier passed the clip test three times. The instrument was found to have a loose grip cable at the distal end. The medium-large clip applier was found to have a cracked clamping pulleys at the proximal end. As a result, the grip cable became loose.

Event description:
Refer to h10/h11 for follow-up information.